Event description:
Healthcare professional reports eight incidents of clotting with the psn 210 dialyzer. It was reported that within five minutes of the start of treatment, arterial and venous pressure alarms sounded and were unable to be cleared. It was reported that the fibers appeared clotted. Blood from the arterial blood line was returned to the patient for each incident with the remainder of the extracorporeal circuit not being returned to the patient. Estimated blood loss was 250 cc to 300 cc per incident. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported per hcp.